Event description:
It was reported that during a revision procedure, the pulse generator exhibited a diagnostics anomaly. The device remained implanted. The patient was in normal condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.